Event description:
The end user reported that the safety pins were rusted.

Manufacturer narrative:
Deroyal: the reported product was not returned for eval and there have been no previous reports of this nature for the finished good. The reporting facility was contacted for further info and it was found that they are utilizing the product by marking a penrose drain to reference during dressing changes for the drain to be withdrawn 1cm daily (or however prescribed). They have found the pins to begin to rust and print on the skin. After eval of product utilization and the labeling, the root cause was determined to be user error by using the product within a moisture rich environment. The labeling states to 'keep dry'.